Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs), alleging that the patient¿s onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter indicated that the meter began testing in settings mode on (B)(6) 2017. The patient manages his diabetes with insulin which he self-adjusts. The reporter indicated that after the start of the alleged issue, the patient had taken exercise. He reported that on (B)(6) 2017, the patient had developed ¿cramps¿ and was taken to the emergency room (ER). He indicated that a blood glucose test was performed, but the reporter did not know the result. The reporter stated that the patient was treated with some injections but he did not know what type of medication was administered. During troubleshooting, the cca established that the meter was not being used for the first time. The cca educated the reporter on the correct testing procedure and walked him through a retest; the issue was successfully resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute blood glucose excursion after the meter reportedly began testing in settings mode.